Event description:
It was reported that the patient got first uti when using system. Troubleshooting was not performed. It is unclear if lot number was requested. No medical intervention was reported. No additional information provided. It was unknown what was the medication provided for urinary tract infection. Per additional information received via email on 14aug2025, this wasn't so much a complaint as an inquiry. The purewick was purchased for my 92 year old mother to use only at night. She lives alone and we felt that if she used the purewick she could sleep all night without getting up to use the bathroom and risking a fall. She used the purewick successfully for 4 or 5 nights. Then she began to complain of burning upon urination during the day. We stopped the use of the purewick and took her to the doctor. She had a uti which was successfully treated with antibiotics. This was the first uti she has ever had. My inquiry was about proper usage of the purewick and if there was any way it could have caused a uti so quickly. We followed all instructions about cleaning the unit and keeping the wicking pads sterile. She had the pads on all night for about 8-10 hours. Needless to say she now refuses to use the purewick which currently sits in its box in the closet. I was completely baffled so I called purewick to inquire if there was anything we might have done incorrectly that would cause a uti in such a short period of time. This was a very expensive device that we are now afraid to use.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: a, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation a DHR could not be performed since no lot number was provided. Instructions for use were reviewed and found adequate: the purewick¿ flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams) do not insert the product into vagina, anus, or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with tubing end bottom end white wicking material vent hole applicable local, state, and federal laws and regulations. Do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Do not use on users with moderate/heavy menstruation who cannot use a tampon. Correction: f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient got first uti when using system. Troubleshooting was not performed. It is unclear if lot number was requested. No medical intervention was reported. No additional information provided. It was unknown what was the medication provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. Instructions for use were reviewed and found adequate: the purewick¿ flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams) do not insert the product into vagina, anus, or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with tubing end bottom end white wicking material vent hole applicable local, state, and federal laws and regulations. Do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Do not use on users with moderate/heavy menstruation who cannot use a tampon. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient got first uti when using system. Troubleshooting was not performed. It is unclear if lot number was requested. No medical intervention was reported. No additional information provided. It was unknown what was the medication provided for urinary tract infection.